Manufacturer narrative:
Upon further investigation it was found that the cot dropped down, which caused the back and wrist injury. The device problem code under section h has been updated. Section b5 and h codes have been updated with additional injury details.

Event description:
It was originally reported that the paramedic had difficulty loading the cot and sustained a back and wrist injury as a result. Upon further investigation it was found that the cot unexpectedly dropped down during loading and when the user went to catch it they injured their back and wrist. They did not receive any treatment for their injury.

Event description:
It was reported that the paramedic had difficulty loading the cot and sustained a back and wrist injury as a result. Additional details regarding the severity and treatment of the injury are still being gathered from the user facility.